Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2019 it was reported that the patient had pain that started some time in (B)(6) 2018. She was having to use the ¿remote thing¿ a couple of times per day because it wasn¿t helping the pain. She then ran out of batteries so couldn¿t use it. The pump was not helping the pain. In (B)(6) 2019, the pain increased. She had to go to the hospital because the pain in her back was so severe that they called the ER (emergency room). The patient was currently in the hospital and had been for a couple weeks now. They were trying to help her pain. No interventions were mentioned. No further complications have been reported as a result of this event.